Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered one patient alert for lead failure predictor on (B)(4) 2011 08:13:16. Interference/noise was noted as ventricular short interval count v-sic was 37.8 counts avg/day, in 9.64 days, between (B)(4) 2011 17:51:17 and (B)(4) 2011 09:19:56.

Event description:
It was reported that the sensing integrity counter was elevated and non sustained tachycardia episodes with short intervals were noted. Noise was also noted to be present on episodes and during isometrics. A possible grommet issue was noted. A procedure was performed to reinsert the leads into the device as fluoroscopy had indicated that the lead may not have been fully inserted; however, the same oversensing was noted on the electrogram post procedure. A few days later, the device was explanted and replaced. No patient complications have been reported as a result of this event.